Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The noise could be provoked by moving the patient's device. X-rays show no signs of a lead fracture. Device detections were turned off, lead sensitivity was reprogrammed, and later the device was downgraded and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted the full lead was returned with a stylet in the lead. The rv conductor and distal conductor were touching due to the abrasion on the inner insulation. If information is provided in the future, a supplemental report will be issued.